Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The unit was rebooted and the error went away. There was no report of patient involvement.